Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID [fca number tracked by ca?], and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
A bipap a30-s silver series was returned to the third-party service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During evaluation of the device at the third-party service center, there were no visible foam particles observed and a ventilator inoperative error code which indicates that the device cannot be operated after three restarts was observed in the error log. Replacement of the circuit board is recommended to address the issue. The device was sent for functional testing and failed with non-reportable error codes: an error code related to when the sd card does not have enough memory available to write edf files, an error code related to a software upgrade process started, an error code related to creating the encore directory structure on the sd card, an error code related to when the device encounters errors while it is copying data from serial flash to the sd card. The circuit board was replaced to address these issues, as well as the reportable ventilator inoperative error code. Additionally, unrelated to the error codes, the ui panel was found to be slightly damaged.